Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 45 mg/dl. The customer was in the hospital for several days and blood glucose returned to normal. The customer stated that he was in and out of hospital with highs and lows, started on (B)(6) 2016. The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 700 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization he doesn't know. The customer blood glucose returned to normal. Customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated there are scratches on lcd screen. The customer was advised the pump will be replaced.